Event description:
Photopheresis procedure was attempted. Air was detected going into the sterile kit (hickman blue adapter leg was used for the draw. Hickman red adapter leg was used for the return). Medical doctor was notified; okay to restart with a new sterile kit. Hickman red adapter leg was used for the draw. Hickman blue adapter leg was used for the return. Leaking was detected from the hickman blue adapter leg. The second photopheresis procedure was aborted. Medical doctor was notified for follow-up with primary service.